Event description:
Patient reported "capsule thickening" confirmed via ultrasound, mammography and "fibroadenoma". Later patient reported "thickening around the implants and a tumor in the breast (grade 3 capsular contracture". Healthcare professional then reported "thickening around the implants and a tumor", "double capsule" and "capsular contracture baker grade ii-iii". Affected side is left. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii. Device photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ double capsule: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.